Event description:
It was reported that during an implant procedure there was an impedance issue. All electrodes had high impedances, greater than 10000 ohms. It was noted the permanent lead had high impedances, greater than 10,000 ohms. The device was never implanted and was replaced with another product. Another external neurostimulator (ens) and clinician programmer (8840) were used. It was noted the issue was resolved. The cause of the issue was not determined. It was noted the patient was alive with injury. No patient symptoms or complications were associated with the event. Additional information received reported that during the procedure when high impedances were identified, no stimulation was felt, even at 8-10 volts. The physician removed and reinserted the lead several times, as it was a difficult placement. Additional information received reported the rep troubleshot with another ens and another 8840 and got the same results- impedances read greater than 10,000 ohms.

Manufacturer narrative:
Analysis of the lead (serial no. (B)(4)) found no anomaly. Analysis of the stylet (serial no. Unknown) found no significant anomaly. The stimulation stylet wire was bent.

Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was doing well. The patient was still having pain in his knee, but after the rep turned the stimulation up more the patient stated he was doing much better. Additional information received reported the implant and explant date were (B)(6) 2014. It was noted there were high impedances greater than 10 ,000 ohms. Another external neurostimulator (ens) was used and another clinician programmer (8840) and still had high impedances greater than 10,000 ohms. A different lead was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.